Event description:
Ous MDR - it was reported that artifacts and low pacing impedance measurements were noted on this lead after about 55 months of implant duration. No adverse patient side effects were reported. The lead was not returned.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device and the re. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.